Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A customer reported that the infusion sleeve was torn and as a result, leakage occurred. An opened small part tray was returned and was visually inspected. The sleeve was torn top(near port hole) to the middle of the infusion sleeve and then across which is consistent with damage that occurs as a result of the phaco tip inadvertently piercing through the infusion sleeve during setup. This error will cause a tear in the infusion sleeve consistent with what was observed for this sample. The customer should be reminded the directions-for-use instructs the operator to test for adequate stream of irrigation and aspiration flow prior to entering the eye. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece phaco tip can cause a tear or piercing through the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported the infusion sleeve was torn and leaked during a procedure. The procedure was completed after replacing the sleeve with another one. There was no harm to the patient.